Event description:
The distributor contacted animas on (B)(6) 2013 alleging that there were lines on the display screen. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: 08/26/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, there were no visible lines through the display. However, there were multiple scratches noted on the display lens. The pump powered on without vibratory function. The pump was opened for investigation and revealed the contacts for the vibration motor were misaligned.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.